Manufacturer narrative:
The eversense sensor was successfully removed during the fourth removal attempt.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 27, 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the third attempt. The patient was asked to revisit the healthcare facility for a fourth removal attempt.